Event description:
It was reported that the pump did not charge when placed correctly on the charging pad, and the user observed that the charging pad¿s port required a specific angle to initiate charging, suggesting a faulty connection; the user tried multiple outlets and different cords without success, and replacement chargers were arranged with expedited shipping. No adverse clinical symptoms reported. Outcomes included no clinical impact reported and no hospital treatment. Investigation included phone-based troubleshooting and education, including verification of proper placement and power sources. Investigation of this case revealed a suspected charging accessory malfunction consistent with a mechanical or electrical connection issue at the charging pad port, with no pump alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.

Manufacturer narrative:
Initial.